Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited high capture threshold and noise over-sensing which resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.